Event description:
The sales representative reported on behalf of their customer that the device, as-ifs1, airseal ifs, 110v was being used on (B)(6) 2024 and ¿patient had bilateral pneumothorax after a distal pancreatomy.¿. The procedure was completed without the use of an alternate device. There was no delay to the procedure. Per further assessment the dr. Was questioning if the airseal caused the bilateral pneumothorax. The sales representative ¿spoke to two other surgeons and an anesthesiologist and all three believe it was due to an undetected hernia or perforation of the diaphragm¿. The patient¿s current condition is not known. It is not known if there was prolonged hospitalization or medical treatment for the patient. The airseal did not alarm during the procedure. This report is being raised due to the reported injury of patient experiencing pneumothorax.

Manufacturer narrative:
The device was returned for service where it was confirmed the preventative maintenance was overdue. The evaluation also found there were errors saved on module 3: - b2-3d, - b2-49, -b2-46. The software upgrade, response time failed with the following results: ((B)(4). It was also found the compressor was leaking and was the cause of the defect. The compressor was refurbished. All defective components were replaced and final tested. The preventative maintenance was completed, the unit was cleaned, lubricated, calibrated and safety tests were performed. The unit was put on a 12-hour test and met all specifications. The service history was reviewed and no relationship to this complaint was found. A device history record (DHR) review was requested from the manufacturer, and no indication of abnormalities was communicated. A two-year review of complaint history revealed there has been a total of 3 reports, regarding (B)(4) devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: depending on age and health condition of the patient, the smallest possible flow and pressure for establishing the pneumothorax should be selected. It is not recommended to exceed insufflation pressures of 10 mmhg in thoracic procedures. For the protection of the patient and the operating team, check that the device is properly connected and functional. The insufflation of co2 should be done carefully and while monitoring the patient¿s response. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of their customer that the device, as-ifs1, airseal ifs, 110v was being used on (B)(6) 2024 and ¿patient had bilateral pneumothorax after a distal pancreatomy.¿. The procedure was completed without the use of an alternate device. There was no delay to the procedure. Per further assessment the dr. Was questioning if the airseal caused the bilateral pneumothorax. The sales representative ¿spoke to two other surgeons and an anesthesiologist and all three believe it was due to an undetected hernia or perforation of the diaphragm¿. The patient¿s current condition is not known. It is not known if there was prolonged hospitalization or medical treatment for the patient. The airseal did not alarm during the procedure. This report is being raised due to the reported injury of patient experiencing pneumothorax.

Manufacturer narrative:
The reported device has been returned to conmed; however, the investigation of the device has not been completed. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.